Event description:
It was reported that during an unknown procedure the device had an activation issue after a few minutes of usage. The hospital biomed used a test tip to check the instrument (troubleshooting) but the test failed. Another like device was used to complete the case. No patient consequences.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. The handpiece was received in good physical condition. The handpiece was connected to a generator, evaluated with a test instrument and no functional issues were noted. The instrument was disassembled to inspect internal components; a torn acoustic isolator was found. Additionally, corrosion between the electrodes was found as evidence of moisture ingress. The handpiece has a number of seals to prevent fluids from entering the housing. "Moisture ingress" describes a condition where water vapor enters the handpiece cavity during the steam sterilization process. The handpiece is exposed to steam at high pressure. If steam enters the handpiece housing, it results in moisture inside the handpiece when the warm air condenses. This condition is typically noted by oxidation of the aluminum parts inside the housing. The primary path of ingress is the distal seal, caused by a reduction of compressive force on the distal seal. The damaged acoustic isolator could have contributed to the loss of compressive force. It is possible that moisture ingress affected handpiece performance and functionality.